Event description:
A surgeon reported that while using the laser, the doctor's and assistant's filters did not engage. Two laser pulses were fired. This report concerns the assistant's exposure and an additional report will concern the surgeon's exposure. At (B)(6) post exposure, the surgeon reports that there was no harm to the assistant or the pt.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. For this reason, steps could not be taken to replicate or confirm the reported event. Additional info was provided by the customer describing the event. The laser was connected to the vitrectomy system via ethernet cable using a tethered filter. The nurse did not check if the tethered filter was connected to the laser prior to surgery. When the system prompt asked if doctor's filter was engaged, the nurse acknowledged with 'yes'. The doctor delivered two laser shots to the pt and there was exposure to the doctor's and nurse's eyes. A review of complaints for (B)(4) did indicate one similar report for this laser system. Root cause for the reported laser flashback to the surgeon and nurse is attributed to user error. The nurse inadvertently acknowledged that the tethered doctor's filter was connected when it was not. The operators manual states that if using a non-tethered fixed filter and the system is switched from 'standby' to 'ready' mode, the message is displayed, "are all the necessary dr. Filter's properly installed and connected?" The user must verify before the laser can switch to ready mode. In this particular instance, the customer acknowledged the message when the dr. Filter was not properly installed. (B)(4).